Event description:
During a clinical study of the matrix coils after the end of the procedure and a normal wake up from anesthesia, 45' after, onset of aphasia and then right hemiparesis. A CT scan was first normal and 48 hours after demonstrated an ischemic infarct in the anterior left territory. There is no info on the exact brand name, catalog number, or lot number.